Event description:
It was reported that the device had dim segment on the led display. Customer states, "burnt out display led" confirmed "no fire/smoke "

Manufacturer narrative:
Aware date changed to 07/13/2020.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action and was replicated during functional testing of the returned display board. Inspection: the customer returned 6 lvp display board assemblies in individual esd bags. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Testing: the returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 6 out of 6 returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only display board was received for investigation.

Event description:
It was reported that the device had dim segment on the led display. Customer states, "burnt out display led" confirmed "no fire/smoke".